Event description:
Pci was performed on this pt who presented for elective treatment of a restenotic lesion in the proximal rca 28.54mm in length in a 2.87mm diameter vessel that was bifurcated. Pre-procedure stenosis was unknown and thrombus was also present. Pre-procedure medications included asa 81mg/day. Intra-procedure medications included ticlopidine hydrochloridge 200mg/day, asa 81mg/day and 5000 units of heparin. Acts were not monitored. The lesion was pre-dilated with a 3.0/20mm balloon before deploying one 3.5/23mm cypher stent at 16 atm. Ivus done showed collateral blockage. The side branch was occluded during the procedure. The lesion was post-dilated with a 3.5/23mm balloon at 16 atm with unknown results and for unspecified reasons. Post-procedure residual diameter stenosis was 25%. Timi iii flow was recorded pre and post-procedure.